Event description:
On (B)(6), we have been informed by (B)(6) medical about a potential malfunction with a defibrillation electrode df27n at the ((B)(4)). The fire brigade connected a skintact df27n defibrillation electrode set with a laerdal heartstart fr2+ and applied the electrodes to a patient. The fr2+ did not recognize the presence of the electrodes. A (B)(4) team arrived at the operation site and carried on the procedure with their defibrillation equipment. A review of the used defibrillator was done, performing a device self-test with a new pair of electrodes on a volunteer, no defects could be detected. We also have been informed that the involved electrodes had not reached the expiration date but no lot number. Was reported. No details of the patient and the procedure have been disclosed so far.

Manufacturer narrative:
As no lot number has been specified to us, we were not able to investigate retained samples nor production and testing records. The involved electrode set was returned, one pad stuck to the inside of the pouch and the second pad with its gel to foam back of the other. The gel had dried severely when received. The involved product was tested connected to a philips fr2+ defibrillator (the laerdal fr2+ is an OEM version of the philips fr2+) and also applied to a fluke qed 6 defibrillator analyzer (ll5701). The defibrillation electrode was recognized by the defibrillator and a shock delivery was performed. The defibrillator analyzer recognized a shock with an energy of 142,2j. The involved electrodes performed without any deviation. We were not able to reproduce the reported problem. As no further information has been provided to us despite repeated requests, no conclusion can be drawn. We will continue to ask for further information, specifically for age and weight of the patient, the procedure and further details of the malfunction. We will relay such information and further conclusions in a follow-up report.